Manufacturer narrative:
Device power up properly after battery installation. Device received high sleep current due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via call her pump was dead. Customer stated pump alarmed low battery but she already changed it still not working .the blood glucose level was 296mg/dl. Customer was declined for troubleshooting. The insulin pump will return for analysis.